Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was observed to be completely black, and the system was unresponsive to reboot attempts. A field service engineer (fse) removed the back panels of both auxiliary and main devices. After disconnecting all drawers and attempting to power on the device, it remained unresponsive. Upon disconnecting the remote manager cable from the main unit, the device powered on, confirming the remote manager controller board as the source of the issue. The fse powered down the station, replaced the faulty controller board, reconnected all components, and powered the station back on. The functionality was verified, and the station was confirmed to be operating properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es entire screen turned black and it was shown as offline in remote support services (rss). The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.